Event description:
A malfunction was reported on the pump, and it was identified as a momentary power loss to the vibrator motor. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support should the issue reappear, which they acknowledged and understood.